Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
A reported incident involving a plum a+ infusion pump concerned a 75-year-old patient with a medical history of diabetes mellitus (dm), chronic kidney disease (ckd), hypertension (htn), dyslipidemia (dlp), and end-stage renal disease (esrd). The patient had been admitted with acute coronary syndrome (acs) presenting a high-risk pattern and underwent percutaneous transluminal coronary angioplasty (ptca) with a drug-eluting stent placed in the anterior descending artery on (B)(6) 2025. The patient also had severe symptomatic aortic stenosis, for which transcatheter aortic valve implantation (tavi) was performed on (B)(6) 2025, followed by endarterectomy for acute post-surgical ischemia on (B)(6) 2025. Additional vascular findings included occlusions of the superficial femoral, popliteal, and peroneal arteries on the right side. On (B)(6) 2025, the patient was prescribed anticoagulation therapy via a heparin infusion pump at a rate of 1050 iu per hour. A night shift nurse reported preparing a solution of 25,000 iu of heparin in 250 ml of 0.9% saline and programming the pump accordingly at 8:50 pm, stating that photos documenting the setup were shared with the day shift team. Around noon, the physiotherapist informed the long-shift team that the heparin bag had emptied. When the day shift staff inspected the pump, they discovered it had been programmed with a concentration of 2,500 iu in 250 ml, resulting in the full 25,000 iu being infused over roughly three hours. The on-call physician was alerted immediately, and a partial thromboplastin time (ptt) test was performed, showing an incoagulable level. The heparin infusion was stopped, and the patient experienced no bleeding or complications. A repeat aptt measurement at 9:46 pm on (B)(6) 2025 showed a value of 57.30 seconds. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device was visually inspected and no issues were found. The device's date was correct; the time is one hour and fifteen minutes behind the current time. The service history was reviewed for the last 12 months and there was not found similar complaints. The event logs and alarm history were downloaded. Based on the client's report: the night shift nurse reported preparing an infusion of 25,000 iu in 250 ml of 0.9 percent saline and programming the pump with the same concentration at 8:50 pm (they reported having photos to confirm and sent them to the day shift team). Around 12:00 pm that day, the physiotherapist informed the long shift team that the heparin infusion had finished. The day shift team confirmed that upon checking the infusion pump, the programmed concentration was 2500 iu in 250 ml, meaning that the 25,000 iu were administered over approximately 3 hours. - in the downloaded events, one line showed the scheduled infusion, as indicated in the initial report: drug a concentration: 25000.0, dilution: 250.0. Channel a: duration: 23:48 h. However, another line of event logs showed drug a concentration: 2500.0, dilution: 250.0. Upon modifying the concentration, the infusion time changes to 02:22 h. Pvt test performed and no problem found. The device passed investigation and returned to service. The probable cause is user programming error as confirmed in event logs.